Manufacturer narrative:
Poly swap, unknown reason. There were 55 similar complaints identified in the time frame reviewed for star poly swaps with no indication of poly damage or failure. Similar complaints do not aid in root cause determination due to limited information provided regarding this case. Limited information was provided for the surgical technique / conformance to the IFU. Simulated use not conducted for either returned device(s) nor with similar parts. The construct has been implanted for an unknown amount of time, so simulated use testing would not be able to accurately recreate the physiological changes that occurred during implantation. The overall risk is high with a risk index of 3. Severity level of 4 (significant) is appropriate as there could be permanent functional impairment of body function and the failure may occur with or without warning. It was determined that 669 tibial polymer components (pn:400-14x) were sold between may 2023 and may 2024. With 56 reported events of star poly swaps, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequent/high) is appropriate. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. With 56 reported events of star poly swaps, the occurrence rate is (B)(4). Thus, an occurrence level of 5 (frequent/high) is appropriate. Per rf-str-0001 revision 3 risk benefit analysis for u23.2, "every endoprosthesis has a limited lifespan. With state-of-the-art techniques, there is no potential for further mitigation of the risks from a clinical point of view". Therefore, the risk shall remain appropriate. There were 55 similar complaints identified for star poly swaps with no indication of poly damage. Similar complaints identified do not aid in the investigation for this complaint as the lot numbers remain unknown for the similar complaints. DHR review was not conducted due to the part and lot numbers remaining unknown. It is unknown if the doctor followed the surgical technique with the limited information available regarding the original implantation. The poly was not returned to the houston site, so visual and dimensional inspection did not occur. Simulated use testing did not occur. Due to the limited information regarding the reason for removal, the root cause shall remain as unknown.

Event description:
Revision surgery - poly swap, unknown reason.